Event description:
A monarc subfascial hammock was implanted in the plaintiff on (B)(6), 2010, ¿to treat urinary incontinence and pelvic organ prolapse.¿ the plaintiff¿s attorney alleges that, as a result of having the mesh implanted, the plaintiff has suffered bodily injuries, mental and physical pain and suffering, and economic losses. It was also alleged that the mesh caused medical problems, and that the plaintiff, has undergone medical treatment, including, but not limited to, operations to remove the mesh, to repair pelvic organs, tissue, and nerve damage, and has undergone the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and has sustained permanent injury.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.